Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the package was opened, the handle of the needle was found separated with the device prior to use.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that after the package was opened, the handle of the needle was found separated with the device prior to use.